Event description:
Lifecor customer support found out through the insurance company on 6/2/2008 that a male pt had died in 2008. Support tried to contact the pt's daughter, but was unable to reach her. On 6/13/2008, support spoke to the pt's daughter who stated that she was unsure if her father was wearing the device at the time of death. On 6/18/2008, support found out the system was returned to lifecor, but the system could not be found in house. Support spoke to shipping company who stated that they show an eight pound package delivered to lifecor on 6/16/2008. It was signed for by receiving. The shipping company showed no scans on this package after this day. Receiving personnel looked for package in all areas on the building on 6/21/2008. Support rechecked all areas where the package could be on 6/23/2008. On 6/25/2008, support verified with the pt's family that the package was not returned to them. Again the family stated that they were unsure if the pt was wearing the device at the time of death. On 7/29/2008, zoll lifecor corp received a letter from the insurance company stating that the pt was wearing the device at time of death. On 7/30/2008, lifecor was searched again for the package.

Manufacturer narrative:
Eval: the device was lost once it arrived at lifecor. This is the first incident that a package was lost. Receiving personnel were retrained on procedure for handling returned goods. The only download of the device was from 2008. This was the day the pt was fit. At this time the lifevest looked to be working as designed. The baseline event is attached. The pt was wearing the device at the time of death, but is unk if the lifevest caused or contributed to the death.